Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black and the plug deployment button could not be pressed. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black and the plug deployment button could not be pressed. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The patient's bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis guiding sheath was used, but the exoseal was used without any wire. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was not verified on angiography, but the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, with the physician's thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction, and when the device was removed from the patient, the indicator wire loop was deployed/showing with no anomalies noted to the loop. One non-sterile exoseal vascular closure device, 6f in size, was returned for investigation in relation to the reported complaint. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was found in the manufacturing position, and the indicator wire was deployed. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, the indicator window was observed in the black/white position. No additional anomalies were noted during this visual analysis. The guard locking simulation could not be performed as the guard was received already locked and the indicator wire was already deployed. A deployment simulation evaluation was successfully carried out. During this analysis, the indicator wire was pulled to reach the black/black position. The deployment lever was then fully depressed, resulting in the expected retraction of the indicator wire and deployment of the plug. Additionally, the indicator window changed to the black/white/red position as expected. A high magnification evaluation was performed on the internal mechanism assembly configuration. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator: was not observed through analysis of the returned device. Functional analysis was successful, with the window transitioning to the 3 colors and the plug successfully deploying. There were no anomalies of the internal mechanism. The cause of the reported issue could not be determined; however, handling and vessel factors may have contributed to issues experienced when attempting to use the device. It was reported that an antegrade approach was used and there was calcification of the access site. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black and the plug deployment button could not be pressed. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The patient's bmi was not greater than 40, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis guiding sheath was used, but the exoseal was used without any wire. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was not verified on angiography, but the vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved through manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, with the physician's thumb placed on the plug deployment button during retraction. The indicator window showed red color during retraction, and when the device was removed from the patient, the indicator wire loop was deployed/showing with no anomalies noted to the loop. The device will be returned for evaluation.